Event description:
It was reported by sales consultant that a hardware removal of a wrist fusion plate and screws was performed due to wrist pain. The removed hardware was completely intact. The original procedure was performed at another facility on an unknown date. There were no surgical delays, no patient harm and the procedure was successfully completed. The event was postoperative. It was also stated that the wrist was completely fused, which may indicate that the procedure date was greater than one year ago. The hardware was removed fully intact; there was no revision/no addt'l hardware involved. This report is 1 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). A device history record review was performed for the subject device lot. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of titanium locking compression plate wrist fusion short bend plates was processed through the normal manufacturing and inspection operations with no nonconformance noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications. This raw material lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is unknown. Explant date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information unknown. Original implant date unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.